Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 442 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer states past second o ring was leak and air bubble start appearing. Customer states cannula was bent. The reservoir will be and insulin pump will not be returned for analysis. Unomed inf set

Manufacturer narrative:
Evaluated 4 open/used reservoirs performed a visual inspection using appendix f; and found all components dislodge. Unable to pre-fill.(B)(4).